Manufacturer narrative:
A replacement procedure was scheduled. The device is expected to be returned for analysis following the replacement. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri) during an automatic capacitor reformation. It was alleged the device had depleted prematurely. This device is included in the november 27, 2007 mid-life display of replacement indicators advisory population.